Event description:
It was reported that the implantable cardioverter defibrillator, atrial lead and right ventricular lead were explanted because the incision opened up. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of wound dehiscence was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.